Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The c-34 erbe integrated electrosurgical unit (iesu) error occurred on a newly installed unit, which failed approximately one hour into the case. The fse visited the site and replaced the erbe generator. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and the issue was confirmed in system logs. Multiple erbe errors (including c-34, m-11, c-06, m-18, c-53, c-30) were logged on various dates. During failure analysis, the unit replicated the issue and displayed c-54/c-00 errors, with error c-54 being related to the reported c-34 error. The complaint was confirmed based on the field evaluation and failure analysis. The probable cause is attributed to a faulty electrical component inside the erbe generator unit. The c-34 error indicates a lower voltage than expected during energy activation.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issue, and as a result, replaced the erbe integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, the field service engineer (fse) contacted technical support via email on behalf of the customer to report that the erbe integrated electrosurgical unit (iesu) was displaying error code c-34. The technical support engineer (tse) reviewed the system logs and identified repeated occurrences of error 25913 pointing to the erbe unit. The fse presented onsite and installed a new iesu in between procedures, however, the same c-34 error presented on the newly installed erbe unit approximately one (1) hour into the subsequent procedure. As a result, the customer continued as planned with an alternative generator unit. The procedure was completed with no reported injury.